Event description:
It was reported that the system electrode had dislodged after a little more than one month of implant time. A chest x-ray revealed a drop in the distal tip of the electrode. The electrode had an s-shape because of the distal tip dropping. Due to the dislodgement, the system sensing could not be optimized. The patient had a high body mass index, and the electrode was in adipose tissue. Technical services recommended some options. A procedure was done to reposition the electrode. A three-incision technique was used. The local representative checked the sensing post repositioning. There was some undersensing in the alternate vector. The secondary vector was successfully programmed. There were no additional adverse patient effects. The system remains implanted.